Manufacturer narrative:
(B)(4). Investigation / evaluation. Two products were returned in an opened and used condition as well as two products that were returned unused. A functional test and a review of the complaint history, device history record, instructions for use (IFU), quality control (qc) and a visual inspection of the returned products was conducted during the course of investigation. The used complaint device displayed a circumferential separation at 5mm distal of the bond joint. Evidence on the returned [separated segment] of the tip displays a 3mm longitudinal split. Functional testing of the open/used device used to complete the procedure found with minimal pressure, an audible ¿snap¿ was heard and tip separated 5mm distal of the bond/shaft joint. One sealed device was functionally tested using excessive manual manipulation and found to be pliable. The second sealed device was retained for archiving and unopened. Prior to shipment, there is a confirmation that the tip material meets the requirements for tensile strength and elongation noted in material specification. In addition, quality control personnel performs and in-process and final inspections, conducting a pull test, using the instron tensile tester on each order. There is also a 100% inspection, verifying the surface of the catheter is free of damage and excess bumps or roughness and that the distal tip/endhole is rounded smooth, not thin, slanted or out of round. No splits, nicks, damage, excess material or debris present. This product is shipped with an instructions for use (IFU); which states under precautions: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Measures are currently in place to address and resolve this matter of concern. (B)(4). Investigation / evaluation two products were returned in an opened and used condition as well as two products that were returned unused. A functional test and a review of the complaint history, device history record, instructions for use (IFU), quality control (qc) and a visual inspection of the returned products was conducted during the course of investigation. The used complaint device displayed a circumferential separation at 5mm distal of the bond joint. Evidence on the returned [separated segment] of the tip displays a 3mm longitudinal split. Functional testing of the open/used device used to complete the procedure found with minimal pressure, an audible ¿snap¿ was heard and tip separated 5mm distal of the bond/shaft joint. One sealed device was functionally tested using excessive manual manipulation and found to be pliable. The second sealed device was retained for archiving and unopened. Prior to shipment, there is a confirmation that the tip material meets the requirements for tensile strength and elongation noted in material specification. In addition, quality control personnel performs and in-process and final inspections, conducting a pull test, using the instron tensile tester on each order. There is also a 100% inspection, verifying the surface of the catheter is free of damage and excess bumps or roughness and that the distal tip/endhole is rounded smooth, not thin, slanted or out of round. No splits, nicks, damage, excess material or debris present. This product is shipped with an instructions for use (IFU); which states under precautions: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Measures are currently in place to address and resolve this matter of concern.

Event description:
A (B)(6) female patient came in from the outpatient department for a ambulatory neuron angiography procedure . When the doctor attempted to remove the beacon tip via the puncture site from the radial artery, the tip broke and migrated into her heart. The doctor used a snare to retrieve the broken tip via femoral and used another device from the same lot to complete the procedure without any difficulty. After the procedure, patient was kept in the hospital one more day for observation, however, she is fine now. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence. Additional information has been requested, however it was not available at the time of this report.

Manufacturer narrative:
(B)(4). Additional surgical procedure is not labeled. Tip separation is not labeled. The event is currently under investigation. (B)(4). Additional surgical procedure is not labeled. Tip separation is not labeled. The event is currently under investigation.

Event description:
A (B)(6) female patient came in from the outpatient department for a ambulatory neuron angiography procedure . When the doctor attempted to remove the beacon tip via the puncture site from the radial artery, the tip broke and migrated into her heart. The doctor used a snare to retrieve the broken tip via femoral and used another device from the same lot to complete the procedure without any difficulty. After the procedure, patient was kept in the hospital one more day for observation, however, she is fine now. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence. Additional information has been requested, however it was not available at the time of this report.